Event description:
The patient was revised because of pain with loose femoral component.

Manufacturer narrative:
Review of the device history records did not reveal any related manufacturing deviations or anomalies. The devices associated with this report were provided, however, prior the depuy metallurgy team being able to fully evaluate the devices the customer requested their return. Visual examination of the returned devices / device photographs finds there was little evidence of in-growth on the sleeve component. One of the fluted spline features at the coronal slot of the stem is cracked / fractured. Per the initial reporting, patient x-rays were not available for examination. The investigation was unable to determine a root cause for the reported loosening or device fracture. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.